Event description:
The device was returned for analysis.

Manufacturer narrative:
Retainer ring = black. Case type = ngp. On (B)(6) 2022 the customer reported that the device acts as if the middle (enter) and go back keypad buttons are continuously pressed. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: chipped off piece from the battery threads, cracked battery tube threads, cracked case on the battery tube side starting at the left belt clip rail, horizontal crack in the case on the battery tube side about the height of the bottom of the battery compartment, cracked middle (enter) keypad button. Device passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, and self tests. No stuck buttons, multiple press issues, button response delays, or other keypad anomalies were noted during testing. All buttons were tested while navigating the menus, and they all worked properly. Thus software was utilized and uploaded trace/history files properly. The adapt tool does not list any 61=stuck key alerts nor does it list any insulin pump errors that could potentially trigger a critical pump error (open book image) whatsoever. The case was cut open. After visual inspection, there is corrosion in/around the following: battery compartment, battery board. No damage noted to keypad assembly or the keypad traces, and j1 connector on electrical board was locked properly during visual inspection. The device passed the keypad voltage test. In summary, the customer¿s report that the device acts as if the middle (enter) and go back keypad buttons are continuously pressed was not confirmed during testing; however, due to the moisture damage found inside the battery compartment and on the battery board, the device does not meet specification.. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the numbers ramping or the scroll bar moving up or down with no input and customer experienced hyperglycemia. Blood glucose value at the time of event was 300 mg/dl. Troubleshooting was performed. No further patient complications were reported. The insulin pump will be returned for analysis. The customer will discontinue use of the device.